Event description:
It was reported to philips that a workstation was not booting. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that workstation was not booting. Upon troubleshooting fse found that checked and cleaning the system; still the issue persisted. To resolve the issue, fse reinstalled the os software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.